Event description:
A malfunction was reported by the customer, identified as malf 24. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support arranged for a replacement pump to be sent to the customer. The customer was informed about available training and instructed on how to put the pump into storage mode and return it to tandem with a return box and pre-paid label. The customer acknowledged and understood these instructions. The customer reverted to an alternate method of insulin therapy.